Manufacturer narrative:
According to received information, the reported pressure transducer sub-test failure during the pre-use checks tests was corrected by replacing the inspiratory and the expiratory pressure transducer printed-circuit boards (pcb's). The replaced parts were not returned for further investigation. The reported pressure transducer sub-test failure was confirmed in the received device logs. Test logs showed that the pressure transducer test was failing intermittently since (B)(4) 2015 and the date of event was updated accordingly. The logs also showed that the pressure transducer sub-test had sometimes failed due to a drift of the inspiratory pressure sensor's offset value. The logs also showed that the expiratory pressure transducer had issues with the gain value which sometimes was outside the allowed limit also causing failures in pressure transducer sub-test. The root cause for the failures of the pressure transducer pcb's cannot be determined since the parts were not returned for further investigation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 11:19 am (gmt-4:00) added by (B)(6) ((B)(4)): further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).